Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00171. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that approximately 1 month after the patient underwent an initial hip arthroplasty, the patient was revised due to an infection. No additional information is available at the time of this report.